Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. However, improperly disconnecting from and reconnecting to the set is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique while using the homechoice device, during drain two of five. The breach in aseptic technique was further described as the nurse had disconnected the patient line from the hp to check for an obstruction and then reconnected the hp. The technical service representative reviewed proper procedures with the nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.